Event description:
On (B)(6) 2012, an email was received via the company website, whereby a pt was wanting to receive a copy of the msds for the material the nasal cannula is made of. According to the small and phone conversations with (B)(6), the reason the pt needed the msds is because "a couple summers ago" the cannula had caught fire from a "freak accident" where a spark flew from a motor causing burns to the inside of his nostrils, the exterior of the nose and the cheek. A salter labs rep spoke to (B)(6) on the phone regarding this incident. He explained that he had sought medical attention but that he "recovered nicely." A copy of the msds was sent to (B)(6) so he could discuss with this doctor. It is important to note that (B)(6) said he was not suffering from current symptoms related to this incident, but that he wanted to discuss with this doctor "just in case there were any long term effects." The product was not returned in this case. The lot number is not known. This is a final report.